Event description:
A male user received an electric shock to the hand when loading and unloading the racks from the analyzer. User did not suffer any lesions or burnt spot due to the shock, and did not seek any medical treatment. The electric shock was described to be similar to a continuous current flow.

Event description:
On a later date that was not specified, a female user who had just entered the lab from outside received a shock when she touched the tray of the rack on the analyzer. She immediately touched the same tray again, and did not receive any shock. No info was provided to determine if this user was adversely affected or if she received any medical treatment. If additional info is received, appropriate notification will be provided.